Manufacturer narrative:
Device not returned.

Event description:
It was reported that the customer fell and pump touchscreen cracked. Pump was not functional. There was no reported adverse impact to customer's blood glucose. Reportedly, customer reverted to using an alternate method of insulin therapy.